Event description:
Complainant reported that their child had been able to elope from the cubby bed. The reporter alleged that the teeth on the canopy-safety sheet zipper had become damaged and that is what enabled the child to create a gap to exploit for elopement. Follow up: sensory medical followed up with the customer after replacement canopy was sent, and customer stated the zipper issue is completely fixed and no other incidents with zippers have occurred. The reporter confirmed that no adverse events or injury resulted from the event.

Manufacturer narrative:
Investigation summary: cubby made multiple attempts to obtain additional information, pictures and return product for inspection. Three (3) emails were sent to the customer with no success in obtaining additional information pertinent to the cause of the reported incident. The product involved in this event was returned directly to the cubby repair hub for examination, evaluation, and repair. The records of the evaluation of the returned canopy confirm there were damaged zipper teeth contributing to the reported issue. The records state the source of the damaged zipper teeth appear to be related to melting (perhaps from a clothes dryer) or chewing by the bed occupant but were not confirmed. Photographs of the product damage were provided by the complainant but were inconclusive in confirming the cause of the alleged damage to the canopy-safety sheet zipper. There is no indication that product was received damaged. Based on the information reviewed as part of the investigation the safety sheets were performing as intended until the reported issue occurred. The device's labeling and assembly instructions (cubby safety bed user manual, lbl-0002, rev a) were examined to ensure they appropriately guide the use and care of the safety sheets and adequately warn of the consequences of improper assembly and usage. The user manual includes a warning for possible entrapment due to failure to use the safety sheets and to ensure safety sheets are completely zipped and locked in place, and instructs assembler to secure the sheet zipper to the loop on the canopy with the lock to prevent the patient user from removing it, and a warning "do not use the product without the safety sheet zipped and locked in place. Do not use regular fitted sheets." Review of manufacturing controls and inspection processes concluded that the controls in place would have identified if the product was nonconforming at the time of manufacture. Root cause: based on the review of available data the underlying root cause of the zipper separation is not conclusive at this time. The immediate cause is damaged zipper teeth allowing for the zipper separation. The cause of the zipper teeth damage is unable to be determined conclusively. The most possible root cause of the damaged zipper teeth appears to be related to melting (perhaps from a clothes dryer) or chewing by the bed occupant. Sensory medical's investigation is ongoing, and the company will supplement this report as appropriate if it obtains additional information and/or reaches additional or different conclusions.